Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level, high blood glucose and infusion set cannula is bending. The customer had no symptoms and treated food for lows and pump for highs. Customer's high blood glucose was 409 mg/dl. Customer's low blood glucose was 71 mg/dl and blood glucose was later 297 mg/dl and 327 mg/dl. Customer declined to troubleshoot for high readings and low readings. The product was returned for analysis.